Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. Device manufacturer date 03/07/2016 thru 03/10/2016. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and five retention samples of the involved product code/lot# combination. Visual inspection revealed no defects. The outer dimension of the needles were measured and confirmed to meet manufacturer specification. A review of the manufacturer inspection record was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
A patient reported the following to the customer center. The patient reported more frequent experiences with the needle snapping at insertion and the needle fragment had remained inside of them several times until now. This time however, the needle fragment had remained inside of their body and it was later removed by the patient. There has been no physical issued reported. Health condition of the patient was reported to be fine.